Manufacturer narrative:
Pc-(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknow procedure, while pre-operation, nurse prepared the device, but the anvil didn¿t separate, and device couldn¿t be used in that case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/01/2022 DHR (device history review) completed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. D4: batch # 677a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. However, the anvil was removed and installed onto the trocar with difficulty. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 677a17, and no non-conformances were identified.